Event description:
It was reported the disposable biopsy forceps fenestrated the seals for three units had peeled off and were grouped together for some reason. The issue was an out of the box failure (e.g., upon receipt or unpacking). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.